Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be used in a procedure performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the packaging of advanix biliary stent had a hole and the sterility of the device was compromised. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.